Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 08/07/2018 stating that electrogram showed far field oversensing that was mitigated by a refractory period. Right atrial settings may be considered for programming optimization. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).